Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Manufacturing records were reviewed and determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported infection.

Event description:
The patient was revised for infection on (B)(6) 2020. This is the second revision due to infection for this patient. All implants were removed and replaced in this revision.